Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-32858, 1627487-2020-48044, 1627487-2020-48045. It was reported that the patient experienced an infection at the lead site. The midline incision opened up and was leaking clear fluid. The patient reported falling post-implant. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the entire system was explanted. No additional information is available.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient was prescribed oral antibiotics post-explant. The infection has since resolved.